Event description:
A peritoneal dialysis (pd) patient contacted (B)(6) customer service to report the paper tape makes his skin bluster, and want the silk tape we will call register nurse to get changed on supply list. The patient involvement is unknown. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).